Event description:
Patient reported unknown side rupture discovered by ultrasound. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken-on anterior assessed as surgical damage and missing shell observed assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported unknown side rupture discovered by ultrasound. Healthcare professional later reported right side rupture and capsular contracture ii/iii. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture discovered by ultrasound. Device remains implanted.

Event description:
Patient reported, right rupture. Healthcare professional, additionally reported, right capsular contracture, baker grade ii/iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. It is not possible to determine, the lot number or catalog through the photos provided.